Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure migration via radiologic findings") in an adult female patient who had essure inserted for contraception. The patient had a medical history of ovarian cyst, parity 2, gravida ii and overweight. In (B)(6) 2014, the patient had essure inserted. At an unknown time, she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy plus bilateral salpingectomy,ovarian cystectomy). Essure was removed on (B)(6) 2015. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.682 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device migration. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: reporters,medical history,patient information,removal date,injury event updated as device dislocation event ,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.